Manufacturer narrative:
Investigation. Based on the provided information, no clincial chemistry assays were involved in the event. The issue was isolated to the ise (ion selective electrode) measuring system on the analyzer. A problem introduced by the use of the modular pre-analytics system (mpa) was excluded. No adverse events were reported.

Event description:
The user received questionable results for one patient sample that were normal when repeated on cobas c501 analyzer serial number (B)(4). The sample was processed by the mpa (modular pre analytic) and placed into a sample cup for the initial testing. The repeat tested was performed from the original sample tube. Of the data provided, the results for sodium and potassium were discrepant. The initial sodium result was 116 mmol/l, repeat result was 138 mmol/l. The initial potassium result was 4.40 mmol/l and the repeat result was 5.20 mmol/l. The initial results were not reported outside the laboratory. The patient was not adversely affected. The lot numbers of the sodium and potassium electrodes were not provided. The field service representative was unable to determine a cause and stated the issue appeared to be related to sample integrity. He checked the functionality of the rinsing of the cells and probes and noted they appeared to be functioning normally. To verify the analyzer operation, the user ran quality control and patient sample with good results.